Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The device log history was not provided, therefore no review log was performed. The reported device was returned to france for investigation. During the visual check, nothing was noticed. The keyboard test was carried out by our investigator, he found that 3 keys were not working : silence alarm, menu and stop. The keyboard has been examined internally, but no contamination/defect were visible on unresponsive keys. As a result, the reported issue is confirmed and due to a defective keyboard. However, the root cause could not be identified. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Silence alarm key is not working when pressed. Reporting due to defective keypad. More follow up information is needed to complete the investigation.